Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and performed troubleshooting, which confirmed that the device was producing a yellow alarm for the invasive pressure parameter art wave, when it should produce a red alarm. A field service engineer (fse) was requested to reconfigure the monitor, but the customer resolved the issue before the fse arrived. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx700 patient monitor indicating that the art alarm was ringing as a yellow alarm when it should have been red. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the intellivue mx700 patient monitor indicating that the art alarm was ringing as a yellow alarm when it should have been red. The device was in use on patient at time of event, there was no adverse event reported. A philips remote service engineer (rse) spoke to the customer and performed troubleshooting, which confirmed that the device was producing a yellow alarm for the invasive pressure parameter art wave, when it should produce a red alarm. A field service engineer(fse) was requested to reconfigure the monitor. The fse provided information to the customer explaining the configuration of the patient monitor was set to "take settings" from the x2, explaining why there was no alarm on the monitor for the invasive pressure. The customer resolved the issue before the fse arrived; therefore, it was not able to be confirmed. Clinical audit logs and configuration files were requested but were not provided. Based on the information available, the cause of the reported problem was configuration of the monitor. The reported problem was not confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.